Event description:
It was reported that a patient reported reservoir volume discrepancy for the past three refills. The expected residual volume (erv) was 7.4 ml and the actual residual volume (arv) was 3 ml. The cause of the discrepancy was not known. The pump was explanted and replaced as a result. The patient was alive with no injury. The pump was used to infuse morphine and marcaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Final destructive analysis is complete, and findings regarding the pump remain unchanged. Evaluation method code and evaluation result code no longer apply.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8590-1, lot# n269355, implanted: 2011 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed overinfusion of an undetermined root cause. The pump was found to be overinfusing by more than 14.5% at standard conditions. Per the deviation, this pump will be subjected to long term dispense and weight testing, using last known infusion rate from full to empty. The pe record will be closed at this time and re-opened to add the results of this long term testing and any additional analysis findings per the next steps defined in the deviation. (B)(4).

Event description:
Additional information received reported the patient experienced consistence overinfusion with early withdrawal. The cause of the discrepancy was a pump issue; specifically overinfusion. A catheter dye study and rotor study were performed and showed more than a 60 degree turn based on protocol. It was further reported the patient recovered without permanent impairment. There had been an issue with accuracy of pump infusion, especially overinfusion. If additional information is received, a follow-up report will be sent.